Event description:
This patient (age and gender unknown) was presented to the interventional lab for an angioplasty and stenting procedure of the left common iliac artery. The vessel was describred as mildly calcified and tortuous. A 90% stenosis was present. The physician made access to the patient using a retrograde approach from the femoral artery. The information states that the physician inserted a 7 fr. Sheath and a guidewire was advanced through the lesion. Pre-dilation of the lesion was performed with a 6x4cm balloon. The stent delivery system (sds) was advanced and crossed the lesion without difficulty. Upon inflation of the balloon, with an indeflator, the physician noticed that contrast was leaking from the balloon and into the vessel. Subsequently, the sds was safely removed and another stent was used to successfully complete the procedure. There was no adverse consequence to the patient.